Event description:
It was reported that after a successful carotid angioplasty procedure and implantation of a carotid 8.0 x 29mm wallstent in the right carotid artery, the patient experienced neurological complications. The vessel was moderately tortuous; the lesion was mildly calcified and 80% stenosed. When the filterwire was being withdrawn post procedure, a thrombus caused complications and the patient suffered neurologic deficits including right facial-brachial-crural hemiplegia, which diminished after six hours. It is unk whether or not the thrombus had been captured by the filter wire prior to its removal. Plavix and hydrocortisone was administered pre-procedure and aspirin was administered post-procedure. Additional information has been requested regarding this event.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information becomes available; a supplemental medwatch report will be filed.